Manufacturer narrative:
Unit was received from hospital and graduation marks were backwards. Review retained sample, no other incorrect printing found. Hospital had no other units with incorrect printing. No other customer complaints with (B)(4) units made and distributed.

Event description:
While placing feeding tube in infant, caregiver noticed that the graduation marks were placed backwards. The tube was replaced with no pt impact.